Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the eyepiece, the specified resolution was not obtained. The device evaluation found; foreign material came out of the channel tube and the connecting tube coating was peeling. In addition, the evaluation found the following; the connecting tube had a dent, the venting connector under the grip had corrosion, the light guide cover glass was sticky, the eyepiece was sticky and deformed, the up/down plate was sticky, the control unit was sticky due to water leakage, the light guide bundle was slipping down, due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly, due to wear of the angle wire, the play of the angulation lever was out of the standard value, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, an abnormal sound was made due to damage on the angulation lever, the adhesive on the bending section cover had a chip, due to dirt on the light guide bundle, the illumination was uneven, due to a pinhole on the channel tube, water tightness was lost, the connecting tube had buckling and due to a crack on the control unit, the water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had an image abnormality. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign material came out of the channel tube and the connecting tube coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. The nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is not soaked with detergent solution. The event can be detected/prevented in accordance with the following instructions for use in chapter 3 ¿preparation and inspection¿ section 3.6 ¿preparation and inspection of the endoscope¿ and section 3.2 ¿preparation and inspection of the endoscope¿ inspection of the suction function 1. Turn the suction pump on. 2. Immerse the distal end of the insertion tube in sterile water and depress the suction lever. Confirm that water is continuously aspirated into the suction bottle of the suction pump. 3. Release the lever. Confirm that suction stops and the lever return to its original position. 4. Remove the distal end of the insertion tube from the water. Depress the lever and aspirate air for a few seconds to remove water from the channel. Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.